Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since the implant they have been having a hard time charging their implant(ins). Patient stated that they would have difficulty charging the ins to 100%. Patient stated that they think it could be the belt because they would need to tighten it too much and the only way they could get an excellent connection would be when they were standing and walking and they could not stand for 2 hours because their back was in pain. Patient also stated that they would need to squeeze in a pillow between the belt strap to get it tighter. Patient also stated that they did not experience this difficulty in charging with the older ins, and they mentioned that charging for 2 hours was ridiculous. Patient also mentioned that the difficulty in charging could be caused by the position of the implant because it was implanted right at their waist. Patient was frustrated during the call because of their experience with charging the ins. Patient confirmed not seeing any error messages on the handset while charging and that they would have a really hard time keeping the connection at an excellent. Agent reviewed recharging duration and best practice. Agent sent a request to repair to replace the recharging belt with a smaller belt. Patient stated that they originally had a large belt and it was replaced with their current belt which was a medium, but they felt like it was still too big.